Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and was told nothing was wrong. The customer used the system this morning with no problems. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 was pushed back while docking. This incident was initially reported two days prior, with no additional details provided. The procedure was completed with no reported injury. The customer indicated that they were able to clutch usm 1 and move it around without issue during the current setup.